Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, it was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 311-312 mg/dl, and the meter bg reading was 122-123 mg/dl. As a result of the auto-bolus, customers experienced a low bg displayed as "low" on continuous glucose monitor. The customer required assistance to consume carbohydrate and a glucose pack to address bg. Around 18th july, it was reported that the control-iq algorithm suspended basal delivery in response to the cgm sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg displayed as "low" on continuous glucose monitor and the meter bg reading was 122-123 mg/dl. However, after calibration it was reported that the control-iq algorithm delivered an auto-bolus in response to the cgm sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 306-307 mg/dl, and the meter bg reading was 162-163 mg/dl. The customer required assistance to consume carbohydrate and a glucose pack to address bg. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.